Event description:
I was not notified of the recall for the n20 continuous positive airway pressure mask with magnets and sent the same mask for a recent supply order. This has been recalled back in november 2023. I wear cochlear implants and have diminished hearing in my left ear. I have an appointment set up with my audiologist but am frustrated that this mask was not recalled, that I was not notified, and the same mask with magnets was sent to my in my last order. There is no warning label on this mask either. I happened to see the online FDA notice dated 1-11-2024.